Manufacturer narrative:
Concomitant medical product(s): a2dr01 ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was oversensing of noise seen on the right atrial (ra) lead on three different episodes that were labeled as atrial fibrillation (af) episodes. The lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.